Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that all of the keypad buttons were sticking three to four days ago and gradually became worse. The patient also stated that there was no visible damage to the keypad, but that the ok keypad button symbol was worn. The patient also indicated that she used a damp cloth to clean the pump and wears the pump in a pocket.